Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine followup. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The firmware was downloaded successfully and the device went back to the normal status. The patient was stable throughout the whole interrogation.